Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had high blood glucose. The customer blood glucose was 505 mg/dl. It was unknown that customer was using auto mode at the time of event. Insulin pump had pump error alarm. Customer was able to clear and rewind. Notification light stop immediately. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black on 03/23/2022 the customer alleged pump error 25 alarm and high bgs. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and active current measurement, however failed the self test due to a pump error 75 alarm and sleep current measurement due to high impedance. No pump error 25 alarms noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. No confirmed pump error 25 alarms in the device downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on pcba 1. Device received with pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked battery tube threads, and cracked keypad overlay identified during the visual inspection. Customer alleged for pump error 25 was not confirmed. Pump error 75 alarm was confirmed. Moisture damage was confirmed on pcba 1. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.